Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed high threshold since 2016-05-10. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "one of the leads required two to three times the energy than the other." It was later clarified that the right ventricular lead threshold rose shortly after implant and then was high on week after that. During threshold testing with the lead analyzer during the lead revision, no capture was observed at the lead tip while the ring did capture. The patient experienced a perforation of the heart, likely due to the lead helix. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.